Manufacturer narrative:
Potential lot numbers: 3194445 or 3194454. Potential expiration dates: (B)(6) 2021. Potential device manufacturer dates (B)(6) 2016. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a portex® bivona® adult tts¿ tracheostomy tube cuff was leaking. The issue was observed within 24 hours of use. No patient injury was reported.

Manufacturer narrative:
One bivona® 7.0mm tts¿ tracheostomy tube was returned for investigation. Visual inspection of the returned device found a spot on the cuff. The spot appeared to be consistent with the cuff rubbing against another object. During functional testing, the device cuff was inflated with air and the device was submerged under water. Bubbles (indicating a leak) were found escaping from the previously observed spot on the device cuff. Investigation was unable to definitively determine the root cause of the cuff leak; however, no evidence was found to suggest an intrinsic manufacturing issue.

Event description:
It was further reported that the cuff leak was observed spontaneously by hospital personnel. After the cuff leak was observed the device was replaced with a new tracheostomy tube kit. The incident occurred during the initial use of the device and the cuff was filled with sterile water. No patient injury occurred.